Event description:
Related manufacturer report number: 1627487-2022-06268. It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the patient's ipg was explanted and replaced. It was reported the patient's lead was explanted and replaced for an unknown reason.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and event information further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Correction: section h6 investigation findings should have been usage problem identified c23 not 3233 - results pending completion of investigation.